Manufacturer narrative:
H6 / additional codes correction: the imf code f11 (minor injury/illness/impairment) was previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative confirmed that there were no reported or suspected drug delivery issues prior to or during surgery. The pump was replaced for normal battery depletion. It was unknown if the physicians did any troubleshooting/diagnostics after the patient was admitted. The cause of the reported symptoms was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 3.422 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's medical history included chronic low back pain and chronic pain syndrome. The patient experienced nausea and vomiting post-op. His pump was replaced yesterday ((B)(6) 2020). The catheter aspirated normally prior to surgery and after connecting the new pump. The pump and catheter priming were performed accurately. There were no known environmental/external/patient factors that may have led or contributed to the issue. Actions taken includes reviewing programming reports with the physician. It was further noted that a discussion with the surgeon occurred and they were monitoring and treating the patient's symptoms in an in-patient setting.  The issue was not resolved as of (B)(6) 2020.  The patient was without injury regarding their status as of (B)(6) 2020.  The patient's weight was requested, but unknown.